Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms was confirmed via evaluation of the returned system controller (serial number: (B)(6)). Visual inspection of the returned system controller revealed that the white power cable was kinked near the controller side strain relief. Testing performed on the power cables revealed that the yellow (alarm out) wire in the white power cable was broken and shorting to the cable shielding when the cable was flexed at the observed kink. The yellow wire shorting to the shielding will result in an audio alarm without an associated visual alarm, as there is no true alarm condition active. The returned controller was connected to a test power module/system monitor and a mock circulatory loop. An audio alarm without an associated visual alarm on the system controller or system monitor was produced when the white power cable was flexed at the observed kink due to the yellow wire shorting to the shield. The atypical alarm did not affect the controller¿s ability to operate the mock circulatory loop at the set speed. The outer jacket was removed from the power cables and the yellow wire was completely severed beneath the observed kink in the cable, exposing the underlying conductor; visual inspection revealed that the conductor had potential to make contact with the cable shielding. Additional information provided stated that the white power cable becomes kinked when the patient is laying on the controller at a peculiar angle. The reported event was determined to be caused by the yellow wire in the white power cable breaking and shorting to the cable shielding. The root cause of the wire breaking could not be conclusively determined through this analysis; however, it appears to be related to repetitive flexing and kinking of the cable over time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: incidental finding: fluid ingress. The reported event of intermittent alarms associated with manipulation of the controller power cables was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The reported event of atypical power cable disconnect alarms was confirmed via analysis of the log files; however, the power cable disconnect alarms were not reproduced during testing of the returned controller. Visual inspection of the returned system controller revealed that the white power cable was kinked near the controller side strain relief. Testing performed on the power cables revealed that the yellow (alarm out) wire in the white power cable was broken and shorting to the cable shielding when the cable was flexed at the observed kink. The yellow wire shorting to the shielding will result in an audio alarm without an associated visual alarm, as there is no true alarm condition active. The returned controller was connected to a test power module/system monitor and a mock circulatory loop. An audio alarm without an associated visual alarm on the system controller or system monitor was produced when the white power cable was flexed at the observed kink due to the yellow wire shorting to the shield. The atypical alarm did not affect the controller¿s ability to operate the mock circulatory loop at the set speed. The outer jacket was removed from the power cables and the yellow wire was completely severed beneath the observed kink in the cable, exposing the underlying conductor; visual inspection revealed that the conductor had potential to make contact with the cable shielding. Additional information provided stated that the white power cable becomes kinked when the patient is laying on the controller at a peculiar angle. The submitted log files contained approximately 41 days of data ((B)(6) 2021 and (B)(6) 2021 per the timestamps). Atypical power cable disconnect alarms were active on (B)(6) 2021 at 17:11:14, (B)(6) 2021 from 14:53:09 to 14:53:11, (B)(6) 2021 at 14:54:25, and (B)(6) 2021 at 14:54:28 due to the relative state of charge (rsoc) voltage briefly remaining at approximately 0 v following power source exchanges from 14v batteries to the power module. The alarms occurred on both the black and white power cables. The alarms cleared shortly after activating due to the voltages increasing to their appropriate value. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit throughout the log files. The log file downloaded from the returned controller contained data from (B)(6) 2021; the controller was connected to a different pump in this log file than it was in the submitted log files. Review of the device history revealed that the pump the controller was connected to in the downloaded log file (serial number: (B)(6) ) is a demo pump; therefore, the events occurred while the controller was connected to a demo pump and not while connected to the patient. No atypical alarms were captured while operating the demo pump and the controller maintained the set speed without issue. The reported intermittent alarms associated with manipulation of the controller power cables were determined to be caused by the yellow wire in the white power cable breaking and shorting to the cable shielding. The root cause of the wire breaking could not be conclusively determined through this analysis; however, it appears to be related to repetitive flexing and kinking of the cable over time. The root cause of the reported power cable disconnect alarms could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial report was submitted on 25aug2021 with a g3 date of jul 30, 2021. The correct g3 for the initial report should have been aug 18, 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The related manufacturer report number for the left ventricular assist device (lvad) is 2916596-2021-04845. The related manufacturer report number for the mobile power unit (mpu) is 2916596-2021-04844. It was reported that the patient's left ventricular assist device (lvad) beeped while the patient was connected to power source. Alarms could not be identified for the beeps that occurred on (B)(6) 2021 from 12:00am to 2:00am and on (B)(6) 2021 around 2:00pm. There were no unusual events seen within the log files. The mcs equipment was operating as expected. The patient continued to experience short alarms that are not registering in the system monitor history. The patient was unable to sleep because the device alarmed frequently overnight from (B)(6) 2021 to (B)(6) 2021. These alarms appeared to be related to patient re-positioning. The patient also had a pseudomonas driveline infection. The infection was first treated with meropenem and fluconazole. The sight of the patient's infection site had wound vacuum assisted closure (vac), which he had pulled off twice. The log files were submitted for review. The log file did not capture any unusual events overnight on (B)(6) 2021 and (B)(6) 2021. There was also no indication of any type of issue with the driveline. The patient has autism and picks and scratches at their driveline site. He has a wound vac in place for this infection, and has pulled it off at least twice. The log file shows the current in the driveline power conductors were normal. Power cable disconnect alarms were occurring when the white rubber portion, the part of the tubing that is to the right of the driveline, of the system controller extension was kinked. It became kinked when the patient was laying on the system controller at a peculiar angle. The alarm was able to be re-produced after physically kinking off that portion. Other vad related alarms that were noted were alarms due to driveline positioning on (B)(6) 2021, alarms with movement on (B)(6) 2021 and alarms for wires kinking on (B)(6) 2021 resulting in the patient back on battery. The power cable disconnects appear to be caused by the black power lead of the system controller. The black power lead may have a poor battery connection to the battery clip. A system controller replacement with software (B)(4) is needed to resolve the issue. The patient has been admitted since (B)(6) 2021. The patient was continued on intravenous (IV) zosyn and IV tobramycin for resistant pseudomonas and on wound vac for driveline infection. The patient was transitioned back to coumadin after being on a heparin drip. Additionally, the patient's controller was exchanged on (B)(6) 2021.